Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure an alleged leak was found between the y connection and the balloon catheter. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned. A visual inspection did not identify any signs of leaking. However, an attempt was made to inflate the device, and water was seen leaking from the strain relief. The strain relief was removed and a partial break in the catheter underneath the strain relief was noted. Therefore, the investigation is confirmed for both the reported leak, and for a partial break in the catheter. The break in the catheter shaft caused the balloon to leak. However, the definitive root cause for the identified break could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure.

Event description:
It was reported that during an angioplasty procedure an alleged leak was found between the y connection and the balloon catheter. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.